Manufacturer narrative:
A5. Ethnicity is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support, a purge fluid leak was observed near the purge sidearm of an impella 5.5. No alarms were observed. Purge flow was reported to be 13 ml/hr, and purge pressure was reported to be 380 mmhg, which are within expectations per the instructions for use. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. At the time of writing this report, the patient continues to be supported by impella 5.5.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
D9: updated the devices return information.

Manufacturer narrative:
Corrected information has been provided in d4 and h3. Fluid leak-side arm: the cause of the fluid leak purge sidearm was due insufficient seal of the radial membrane within the purge reservoir.